Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported the home patient (hp) had been connected to the automated peritoneal dialysis (pd) set with cassette patient line during the priming phase of peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the hp in ending therapy. The hp was advised to complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.